Manufacturer narrative:
Product complaint #: (B)(4). Date of event: exact day of the month unknown. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number of the device available? What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Can more information be provided about the weird sound heard during firing? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? How was the post-operative leak identified? How was the leak addressed? What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Is the ileostomy temporary or permanent? Can more information be provided on the additional patient complications and how they are being addressed? What is the current status of the patient?

Event description:
It was reported that during an open colostomy reversal, the ecs29a was being used for an end to end anastomosis. Upon doing a leak test, a leak was identified. The customer also stated that a weird sound was heard during the firing of the device. They over sewed the leak. But patient had a post operative leak as well. Approximately one week post operatively they had to be re operated on. The second case was an ileostomy creation. There are still patient complications, unknown exactly what.